Event description:
Per the audiologist, the pt had not performed well with the cochlear implant system. No specific event or problem (trauma, medication, illness, etc.) Had been reported. The results of an integrity test done in early 2007 showed multiple faulty electrodes. The faulty electrodes were deactivated in the pt's sound processor. This did not solve the problem. The pt's device was explanted in 2008, and a new device was reimplanted.

Manufacturer narrative:
This type of event is addressed in the device labeling.